Event description:
Customer reported that a patient presented with an infection at an unspecified time following a dermatological procedure. Additional info was requested; no further info was provided.

Manufacturer narrative:
Other- infection occurred- conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.